Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing noted on the telemetry strip as there were several instances of atrial sensing with ventricular inhibition of pacing. Follow up concluded that the lead plugged into the right ventricular (rv) port was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.